Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: poland. It was reported that the staples do not catch the skin, bad shape after application.

Manufacturer narrative:
Samples received: 3 open staplers. Analysis and results: there are two previous complaints of this code-batch regarding this issue. There are no units in our stock. We have received three open and used staplers. Visual inspection of the returned staplers: returned stapler 1: 19 pieces of staples were still inside the cartridge and not uniform. The latch was hooked properly. Returned stapler 2: 17 pieces of staples were still inside the cartridge and not uniform. The latch was almost unhooked. Returned stapler 3: 10 pieces of staplers were still inside the cartridge and not uniform. The latch was unhooked. Reproducibility test - staple release test of the returned staplers. Stapling released test with the returned staplers: reproducibility was observed with all the returned staplers. The staples were not released properly. Stapling release test with the returned staplers after reassembling the components with the new anvil since the corners of anvils were worn and the latches were unhooked. Reproducibility was not observed with all the returned staplers with the new anvil and hooked latch. All the staples were released without any problems. Disassembled components check of the returned staplers: no problem was found with the measured values of each component of all the returned staplers. Returned stapler 1: some cracks were observed on the cartridge. Right side groove of the ram was deformed. Both corners of the anvil were worn. Returned stapler 2: some cracks were observed on the cartridge. Right side groove of the ram was deformed. Both corners of the anvil were worn. Returned stapler 3: some cracks were observed on the cartridge. Right side groove of the ram was deformed. As the result of the investigation, no problem was found with the production record or measured values of each component. Unhooked latch, damaged components and cracked cartridges were observed on the returned staplers. Reproducibility was observed with all the returned staplers due to the unhooked latch or damaged components such as anvil and ram. However, when the damaged anvils were replaced with new anvils and latch was hooked properly, reproducibility was not observed. It is highly probable that an unexpected overload of pressure was applied to the products during application and some of the components were damaged causing the malfunctioning under an unexpected situation. Final conclusion: although reproducibility was observed on returned staplers, it has been observed that probably an unexpected overload of pressure was applied to the product during application and some of the components were damaged causing the malfunctioning under an unexpected situation. Nevertheless, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.